Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was in the hospital due to having acute pancreatis due to a stomach virus. Customer's blood glucose was unknown. It was reported that endocrinologist requested that insulin pump be replaced due to no delivery alarm and malfunction code. It was reported that the no delivery alarm was resolved with a complete set change. Customer was not able to troubleshoot due to issue being a past event and insulin pump was off due to depleted battery.